Event description:
It was reported that during daily checks performed by the end user, the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement, and adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to confirm the reported issue. The fse completed a simulated treatment with testing catheter and trainer without issue, upon initially testing unit. However, the fse replicated user complaint when unsuccessfully attempted an all manifold test. The fse identified power up test fails code 10 in the iabp's logs. The fse noted that when reattempting the all manifold test, identified the pim 4th test, membrane test as failing. Identified zero initial pressure as part of the test. More over, the all manifold test, drive manifold section, 2nd test, pressure, failed as well. Unit also failed the same sections of the all manifold test with a known good safety disk. As part of various all manifold tests completed, identified k8 as ¿clicking¿ during the all manifold, pim third test, which is abnormal, as this test is normally quiet. To address the issue the fse replaced the drive manifold and successfully completed various all manifold tests without issue with a known good safety disk, as well as with the disk installed on the iabp unit. The fse additionally identified the drive manifold cable harness to back plane board with the insulation jackets slightly wore out with wiring exposed. The fse replaced the damaged harness, while functional, as a precaution. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported that during daily checks performed by the end user, the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival he completed a simulated treatment with testing catheter and trainer without issue, upon initially testing unit. However, replicated user complaint when unsuccessfully attempted an all manifold test. Identified power up test fails code 10 in the logs. Other than that, nothing unusual identified in the logs, attached for reference. Transducers (atmospheric, and x1-x3), when opened to atmosphere, all referenced to atmosphere exception. Pressure and vacuum regulators within tolerance. Low pressure helium regulator within tolerance, as measured via x5, and 30 psi regulators calibrated without exception. Noteworthy, when reattempting the all manifold test, identified the pim 4th test, membrane test as failing. Identified zero initial pressure as part of the test. See attached pictures. More over, the all manifold test, drive manifold section, 2nd test, pressure, failed as well. Unit also failed the same sections of the all manifold test with a known good safety disk. As part of various all manifold tests completed, identified k8 as ¿clicking¿ during the all manifold, pim third test, which is abnormal, as this test is normally quiet. Replaced the drive manifold and successfully completed various all manifold tests without issue with a known good safety disk, as well as with the disk installed on subject unit. A defective drive manifold assembly may have triggered a power up test fails code 10. Identified the drive manifold cable harness to back plane board with the insulation jackets slightly wore out with wiring exposed. This harness sits immediately below the safety disk and over the printer assembly. The cable inevitably rubs against the chassis, and with years of retrieving and reseating the pneumatic section, the harness got damaged. See attached pictures. Replaced the damaged harness, while functional, as a precaution. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The defective components were received for further investigation. Failed " pim tests" membrane test; "fill manifold test" fill valve and k3 valve test; "drive manifold test" pressure leak test. The manifold failed the membrane differential pressure at -292 mmhg. The factory specification is +- 6mmhg. The manifold failed the fill valve differential pressure at 12 mmhg. The factory specification is +- 12 mmhg. The manifold failed the k3 valve differential pressure at 7 mmhg. The factory specification is +- 6 mmhg. The manifold failed the pressure leak differential pressure at -680 mmhg. The factory specification is +- 55mmhg. Since there was no patient involved and no adverse event was reported; as per our process the part will be store in our secure area for 30 days after the investigation is closed and them it will be discarded. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is root cause determined.